Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was delivering insulin properly. It was reported that the customer pushed insulin pump but the blood glucose remained the same. It was reported that the customer had low and high blood glucose it was reported that while removing the reservoir the o ring came out and the retainer ring was missing. No harm requiring medical intervention was reported. The customer discontinued the use of device.